Manufacturer narrative:
The following information has been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 14-nov-2022. Bd received ten (10) samples and three (3) photos for investigation. The photos were reviewed and show one tube without sample, and another where specimen was spilled on the customer. The ten (10) returned samples were tested and stopper creepout was observed, but no other stopper defect was identified. This complaint has been confirmed for stopper creepout. Additionally, two-hundred (200) retention samples from bd inventory, were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was stopper loose closure, stopper pull out of tube when in an analyzer and blood spilled on professional clothes. The following information was provided by the initial reporter. The customer stated: the professionals have been complaining that the caps are getting loose, and they would likle to verify if there is any complaint associated to the batch reported. Besides that, it was further reported an isolated event where when the tube was removed from centrifuge by the professional the blood spilled on her clothes. This way, customer wants to investigate if there is any issue associated to the batch.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off or difficult to insert stopper with the incident lot was not observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off or difficult to insert stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was stopper loose closure, stopper pull out of tube when in an analyzer and blood spilled on professional clothes. The following information was provided by the initial reporter. The customer stated: the professionals have been complaining that the caps are getting loose, and they would likle to verify if there is any complaint associated to the batch reported. Besides that, it was further reported an isolated event where when the tube was removed from centrifuge by the professional the blood spilled on her clothes. This way, customer wants to investigate if there is any issue associated to the batch.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was stopper loose closure, stopper pull out of tube when in an analyzer and blood spilled on professional clothes. The following information was provided by the initial reporter. The customer stated: the professionals have been complaining that the caps are getting loose, and they would like to verify if there is any complaint associated to the batch reported. Besides that, it was further reported an isolated event where when the tube was removed from centrifuge by the professional the blood spilled on her clothes. This way, customer wants to investigate if there is any issue associated to the batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.